Manufacturer narrative:
The returned device was evaluated and a kink was found in the exposed portion of the soft cannula. Fluid was able to flow passed the kink and out of the distal tip. It is unknown when the kink occurred. The device was received with the formed needle not fully retracted and visible in the exposed portion of the soft cannula. Inspection of the device found scoring on the top housing indicating a bent linkage assembly prevented the needle from fully retracting. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose rose to 430 mg/dl. The pod was worn on the patient's arm for between 24 and 36 hours.